Event description:
It was reported that a patient implanted with an impella 5.5 experienced an increase in purge pressure and unexpected pump stop. Correct positioning of the pump was confirmed. The automated impella controller was replaced to resolved the issue and no patient harm was reported. This is one of two related reports. This report represents the automated impella controller. Another report was submitted to represent the impella 5.5. Refer to section h10 for the related report number.

Manufacturer narrative:
A3 and a4 are unknown. The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Updated information: h3 changed to yes. H6 component code changed from g04035 to g07001. H6 investigation type removed b13. The investigation for the controller failure alarm has been completed. The cause of the controller failure alarm could not be determined due to the inability to reproduce the issue.